Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6. Sample was not returned, however, pictures of the impacted product were provided. Per review of the photos provided, the report of the damaged syringe was confirmed. Pack build was reviewed and no issues were noted that would have contributed to the reported issue. At this time the root cause is a vendor product issue. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the syringe was "damaged".

Manufacturer narrative:
According to the facility on (B)(6) 2025, the syringe was "damaged". Per the facility they were "able to drop new syringes to draw up medications," and no serious injury or medical intervention incurred. The sample was requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.